Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right-side "capsular contraction with probable intracapsular rupture" confirmed via MRI. Healthcare professional later confirmed baker grade as unknown. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Rupture: not observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contraction with probable intracapsular rupture".

Event description:
Patient reported right-side "capsular contraction with probable intracapsular rupture" confirmed via MRI. Healthcare professional later confirmed baker grade as unknown. Device remains implanted.

Event description:
Device has been explanted.